Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint head harness connectors from the hospital for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported that the head harness connectors of an iw980 baby control cosycot infant warmer were discoloured. This was observed before use on a patient.

Event description:
A hospital in redlands, california reported that the head harness connectors of an iw980 baby control cosycot infant warmer were discoloured. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the upper and lower harnesses of the complaint iw980 baby control cosycot infant warmer was returned to fisher & paykel healthcare in new zealand for investigation. They were visually inspected for the reported damage. Results: visual inspection revealed that the upper and lower connector housings were discoloured. Conclusion: the discoloured harness connector housings of the subject infant warmer were the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. We note that the subject infant warmer is over 12 years old. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Replacement parts have been sent to the customer to replace the discoloured harness connectors. A trained biomed will be carrying out the service to the infant warmer.